Event description:
It was reported the needle hub was found cracked prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn #(B)(4). The customer returned an opened cvc kit containing various components including an ars and introducer needle. Visual analysis did not reveal any defects or anomalies. No cracks or damage was observed on the introducer needle or catheter-over-needle. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was connected to the returned ars syringe to functionally test. When the syringe and needle were used to aspirate, no air bubbles were detected. When the syringe and needle were used to expel water, no leaks were detected. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. The tip of the ars was tested with the female luer gage and was within the specified range. This indicates that the ars tip conforms to iso 594-1:1986. A device history record review was performed, and no relevant findings were identified. The customer report of a needle hub crack could not be confirmed by complaint investigation of the returned needle. The sample passed all relevant visual and functional testing, and a device history record review was performed with no relevant findings. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the needle hub was found cracked prior to patient use. No patient involvement reported.